Event description:
Pt was revised due to poly wear and osteolysis.

Manufacturer narrative:
Examination of the submitted devices confirmed polyethylene wear. The investigation could not draw any conclusions about the root cause of the polyethylene wear; however, poor device alignment and the length of time the devices were implanted could be possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.